Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: this type of failure may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact on bending loads placed on the tabs may cause this situation. The exact cause analysis cannot be determined with certainty. Evaluation: as returned, one of the helmet tabs has fractured away. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that a portion of the glenosphere helmet fractured off during impaction. The portion was discarded by the hospital.